Event description:
Philips received a complaint from a customer biomedical engineer, reporting that a machine and proximal pressure sensor failed message occurred on the v60 ventilator. The device was reported to be in clinical use. There was no harm or other patient impact reported. The device did not meet specifications for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the diagnostic code for the reported issue of machine and proximal pressure sensors failed (1007) in the device event log. The rse advised the corrective steps as described in the v60 service manual.

Manufacturer narrative:
At this time, further device evaluation and repair cannot be performed as onsite service was canceled by the customer biomedical engineer. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
New information regarding the device repair was provided. The customer reported that the power management pcba (printed circuit board assembly) had been replaced. The device was operational and returned to service after repairs were completed.